Manufacturer narrative:
The reported event was patient death. As received, only the connector portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the pulse generator and right ventricular (rv), and right atrial (ra) leads were extracted due to patient death. The immediate cause of death was indicated as cardiac insufficiency. There was no allegation of malfunction.